Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. As lot #: 17079054m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Bwi concomitant products used: product name: carto® 3 system: us catalog #: fg540000, serial #: (B)(4); product name: stockert 70 rf generator: us catalog #: unknown, serial #: unknown; product name: coolflow® irrigation pump: us catalog #: unknown, serial #: unknown; product name: lasso® nav eco variable catheter: us catalog #: d134301, lot #: 17130630l; product name: lasso® nav eco variable catheter: us catalog #: d134301, lot #: 17130630l; product name: soundstar® 3d diagnostic ultrasound catheter: us catalog #: sndstr10g, serial #: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and suffered cardiac tamponade which required pericardiocentesis and extended hospitalization. The patient¿s medical history is unknown. The patient was reported to be in stable condition at the time the complaint was reported. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.